Event description:
It was reported that this left ventricular (lv) lead presented high capture threshold measurements. The lead was surgically abandoned and replaced. No additional information is available at the moment.